Event description:
The patient returned to the hospital on (B)(6) 2015 after a high watt alarm. After heparin treatment the energy consumption decreased but never came back to normal range and increased again in the evening on (B)(6) 2015. Thrombolysis protocol, pump exchange or placing on the emergency list for heart transplant was considered. Additional information reported that thrombolysis treatment was given on (B)(6) 2015. The power significantly decreased but each time it continued to increase again. Due to high watt alarms and hematuria with suspicion of thrombus, the decision was made to do a pump exchange on (B)(6) 2015; however, it was reported that in the operating room it was discovered that the patient was septic. Central extracorporeal membrane oxygenation (ECMO) was initiated that evening. The patient died (B)(6) 2015.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was indicated that the pump is not going to be returned for analysis. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses setting parameters for the high power alarm threshold and how to recognize high watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. This patient's subtherapeutic anticoagulation prior to the event is an identified potential contributing factor. With review of the available information there is no indication that the event is related to any device performance issues. Device is still implanted in patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This patient's reported subtherapeutic inr is a clinical factor that may have contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The most probable root cause has been attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Not returned.